Manufacturer narrative:
The event description the customer reported to ams did not indicate a potential pt safety issue. The device was subsequently returned to ams and analyzed. The info from this failure analysis was received on (B)(6) 2011 and the results of the failure analysis indicated that an MDR was required. The failure analysis disclosed that the fiber cap region showed a burnt condition. The second fiber used was not received by the quality engineer for analysis. The fiber card failure could not be verified. The returned fiber cards reported 32,330 and 151,690 joules and no anomalies were seen to cause the fiber card to quit. The fiber cards exceeded the soft joule limit of 24,000 joules. The root cause of the device failure was not confirmed to be fiber card failure. The product labeling (product insert 0127-1410) warns that tissue contact or tissue probing may cause fiber damage or breakage. The product labeling also warns of possible cap detachment in the pt and instructions for retrieving.

Event description:
It was reported by a customer on (B)(6) 2010 the fiber card did not work at 76,100 joules. Per the customer, a second fiber was opened and finished the procedure. A failure analysis, conducted by an american medical systems quality engineer, disclosed that the fiber cap region showed a burnt condition. The second fiber used was not received by the quality engineer for analysis.